Event description:
The pt's mother reported that the intrathecal catheter had migrated and was confirmed to be at the level of c3-c4 and that "medication is leaking into the brain stem". The hcp plans a catheter revision; date is unknown. No pt symptoms were reported. A follow-up report will be sent if additional info becomes available to us.